Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the starclose se device after a coronary diagnostic procedure. Reportedly, difficulty was encountered during deployment of the starclose se thumb advancer and the button to deploy the clip could not be pushed. The thumb advancer was pushed down again and as per the instructions for use, it was confirmed that the number 3 was in the device window. A second unsuccessful attempt was made to deploy the clip. The safety release mechanisms were used, but the device could not be removed. The physician twisted and pulled the device out. Manual arterial compression was used to achieve hemostasis. Two days post procedure, the patient experienced a pseudoaneurysm and went to the emergency room at another hospital. It was not specified if treatment was given to the patient. There was no adverse patient sequela reported. Due to the second hospital's patient privacy policy, no additional patient information was provided. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on the reported information and the manufacturing inspection criteria, there does not appear to be any indication of a product quality deficiency.